Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2008. It was reported that she lost stimulation. A diagnostic test revealed invalid impedance readings for all lead contacts. The physician replaced the pt's lead on (B)(6) 2010 and effective stimulation was recaptured. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the lead had compression damage on the lead segment approximately 20 to 21 cm away from the stimulation end and as well as a puncture in the tubing approximately 30.5 cm away from the stimulation end. The lead failed continuity testing with channel three of the device measuring open. Stress testing did not reveal the location of the open, and no visible wire breaks were observed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.